Event description:
It was reported via clinic notes dated (B)(6) 2011 that the pt had a "history of bilateral retinoblastoma." Attempts for further info have been unsuccessful to date.

Event description:
The eye cancer is not believed to be related to vns device as the eye is not near the vns nor is it affected by vns therapy. Clinic notes do not indicate any relationship to vns and state the patient has a history of eye cancer.